Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Manufacturer narrative:
Follow-up #1: date of submission 07/20/2015 device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2015 with the following findings: a review of the black box revealed no evidence of motor issues. The motor was functioning appropriately with no issues observed. The reported complaint was unable to be duplicated during investigation. Unrelated to the complaint, the text on the display was found to be dim, faded and reddish. The cartridge and battery caps were not returned; therefore, test caps were used to verify steps.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a motor (motor issue) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.